Event description:
Hcp reported pt experienced increased pain and foot drop. Dilaudid was increased from 7 mg (25 mg/ml) to 13 mg (50 mg/ml) per day. MRI performed in 4/2002 which showed mass at catheter tip. Cultures were not done. The mass was excised in 4/2002. The pt has been referred for further neurosurgical removal of mass after MRI in 7/2002.